Manufacturer narrative:
Zimmer biomet complaint (B)(4).patient age not provided/unknown.patient weight not provided/unknown.

Event description:
It was reported that the patient was informed of fracture risk of implant in site 7. The implant was removed after another implant was removed due to fracture.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified significant signs of wear and debris from trephining about the implant threads. The implant hex is chipped. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.